Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. H6 - investigation conclusion - code 4315 is based upon no sample returned and no device return; code 67 is based upon evaluation of the photo provided. A review of the device history record of the product code/lot number combination was conducted with no findings. The sample is not available for investigation; however, a picture of the device is provided. The picture shows a 6 french angio-seal vip device. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is posted on the device distal tip. No abnormalities appear to be present on the device. The sample was not returned for investigation; however, a picture was provided of the device. The picture shows an assembled 6 fr angio-seal device in rear lock position with the anchor posted on the device tip. No abnormalities are noted from the picture of the device. Therefore, the complaint cannot be confirmed for a device malfunction. The exact root cause of the complaint event cannot be determined. The likely cause is the device pulled out of the artery as the procedure sheath was larger than the angio-seal device. This prevented the anchor from catching on the arterial wall and deploying as intended. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The physician placed the angio-seal device to replace the 7 french sheath. When the doctor pulled back on the deployment system the anchor did not set and pulled through the arteriotomy, resulting in manual pressure being held. There were no other issues with the patient. No blood loss was reported. The procedure performed was a peripheral intervention. No equipment or other devices were used with the angio-seal. Additional information was received on 15oct2025: an angiogram was done, and the vessel was adequate. There were no difficulties with access. The entire device pulled out. There was no difficulty inserting the device. The patient was stable, and manual pressure was held.